Event description:
New information received notes that intermittent capture was noted on the left ventricular (lv) lead. The physician elected to explant and replace the pacemaker. The lv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2025-14387. It was reported that premature battery depletion and low pacing impedance was noted on the patient's pacemaker and low voltage lead, respectively. No changes or intervention was reported. There were no patient consequences.